Manufacturer narrative:
On september 25 2020:the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 8 2020: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the replacement device is cat#: 3501685, sn#: (B)(6) . The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis experienced right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. . As a result, patient scheduled for unilateral replacement with mentor saline on (B)(6) 2020.